Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-02-03. Customer did not requested the repair instead of replaced by himself. The defective sensor was not cleared for clinical use.  The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2023-03-01. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. A follow up will be submitted, when additional information become available.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the flow/bubble sensor has 2 pins pushed down inside the male connector. The failure was detected during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor has 2 pins pushed down inside the male connector. The failure was detected during maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-03. Customer did not requested the repair instead of replaced by himself. The sensor was returned to the customer without cleared for clinical use. Further, the log file analysis shows no malfunction of the cardiohelp on the reported date of event: 2023-02-02. Review by getinge life-cycle engineering shows a most probable root cause as a pin grid was damaged or connector was pushed with external force. Thus, the most probable root cause could be determined as rough handling.  According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2021-05-03. The device history record (DHR) of the cardiohelp (material: 701048012, serial: 90410321) was reviewed on 2023-03-01. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow/bubble sensor has 2 pins pushed down inside the male connector" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.